Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log and the device failed steps during testing. The device's oxygen blending module board and interface board were replaced to address the issues.